Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
E2402: "free gas, atelectasis, bronchiectasis, liquid stool, pneumothorax, r bundle branch block, lactic acidosis, abnormal wbc, wbc fluid, rbc, hemoglobin, hematocrit, platelet, ptt, co2, bun, abnormal creatinine, total protein, albumin, gfr, blood gas ph, po2, pco2, lactic acid, ast, alt, abnormal c-reactive protein, iron, procalcitonin, natriuretic peptide, troponin I". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a right hemicolectomy. In the initial surgery the stapler was used to create a side-to-side end to end anastomosis. During a subsequent surgery an anastomotic leak was found along with bent staples at the sight of stapler use. It was determined that the stapler transected the tissue but did not properly deploy staples to reconnect the tissue resulting in an anastomotic leak. It was reported that after usage of the device, the patient experienced free gas, free fluid, pleural effusion, atelectasis, bronchiectasis, peritonitis, abnormal wbc, wbc fluid, rbc, hemoglobin, hematocrit, platelet, ptt, calcium, sodium, potassium, magnesium, phosphorus, chloride, co2, bun, creatinine, total protein, albumin, gfr, blood gas ph, po2, pco2, bicarbonate, lactic acid, ast, alt, c-reactive protein, iron, procalcitonin, natriuretic peptide, troponin I , not making urine, abdominal pain, distention, fever, chills, increased heart rate, renal insufficiency, liquid stool, bilious drainage, septic shock, respiratory failure, pneumothorax, r bundle branch block, non-st elevation myocardial infarction, cardiomyopathy, dvt, acute kidney injury, chronic microcytic anemia, lactic acidosis, life-threatening injuries, device defective, anastomotic leak, debilitation, dvt, hypokalemia, sepsis, depression, congestive heart failure, anemia, emotional distress, stapler failed to form a lasting anastomotic staple line, loss of enjoyment of life, pain, suffering, mental anguish, fear, staple line leak, mental pain, disfigurement, disability. Post-operative patient treatment included CT scan, pain medication, IV fluid boluses, blood transfusion, ICU level care, surgery to repair leaking anastomosis, re-ileocolic anastomosis, placement of jp drains, ng tube placement, intubation, PICC line insertion, pigtail catheter, chest tube, echocardiogram, heart stress test, ot, cardiac/anticoagulant medication, wound care, additional repair surgeries, medical care, hospitalization, ICU, mechanical ventilation, extubated, inpatient rehabilitation, abdominal wound care, physical therapy.